Event description:
The pt reported blood glucose results of "148 mg/dl" with the lifescan meter and "85 mg/dl" on a lab device, performed within 20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The meter, control solution and test strips were replaced.